Manufacturer narrative:
(B)(4). The device was returned and evaluated. This is an ancillary service event opened during investigation of complaint (B)(4). The iipv event was confirmed through an event history log review. The cause was a false empty detected at the initial drain and the I-drain alarm volume was met. If additional relevant information is received, a follow-up report will be sent.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle one. The patient's ultrafiltration reading was 305ml, indicating the home patient (hp) drained 305ml more than their maximum programmed fill volume of 300ml. No additional information is available.